Event description:
It was reported that the right ventricular (rv) lead exhibited a steady increase and varying impedance range. Now, the lead alerted of out of range high impedance on the rv defib coil. Follow-up with the clinic disclosed that an x-ray was performed and found good results. The physician suspects scar tissue to be the problem. They continue to monitor the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Rv defib impedance was 137 ohms on (B)(6) 2015. The impedance has been varying and rising between (B)(6) 2015. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. (B)(4).